Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare failed to cut the polyp effectively. Block h11: investigation results: visual analysis of the returned device could not be performed as the device was not returned. The reported event of difficulty cutting a 4mm cold polyp using a captivator ii, stiff, 10mm snare could not be confirmed due to the lack of physical evidence. The risk review confirmed that the event of loop failure to cut is defined in the product's risk documentation and is considered within acceptable risk parameters. Based on all available information, including the absence of device return, no manufacturing deviations, and no patient harm, the most probable cause of the event is classified as "cause not established."

Event description:
It was reported to boston scientific that a captivator ii was used during a procedure on (B)(6) 2025. During the procedure, the user attempted to cut a 4mm cold polyp using a captivator ii, stiff, 10mm snare in a cold application. The device failed to cut the polyp effectively. The user noted that this technique has been used successfully for years, but recently it has become more difficult to cut through smaller polyps. The procedure was completed. There were no further patient complications reported as a result of this event.